Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned devices confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision of a sigma primary. Femur component scratched by third body wear, probably cement stuck to the insert. Patient had metallosis. They were suppose to only change the insert and found this. Account with competing system so I was not present. Depuy cement was not used that I know of. Primary surgery in (B)(6) 2017. Components available.